Event description:
Clinic notes were received indicating that, during an office visit on (B)(6) 2014, the vns patient reported having 10 seizures since her last office visit on (B)(6) 2014. The patient¿s seizure log shows the patient averaged 1-4 seizures per month. The notes indicate that there were no issues with the patient¿s device at the previous appointment on (B)(6) 2014 and that the device settings were increased at that time. The seizures normally occurred in the afternoon after work. The notes indicate that the patient¿s device was at end of service and that the patient¿s balance had also worsened. A battery life calculation using the available programming history showed approximately 0.1 years remaining until eri = yes. Follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2015 due to ifi = yes. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
.